Event description:
It was reported that the pump was hit and the touch screen was shattered. Reportedly, the pump was still functional and the customer's blood glucose level 72 mg/dl. Customer would continue to use the pump for insulin therapy. This event is being reported based on the evaluation of the returned device. During evaluation, it was confirmed that the touch screen was unresponsive.